Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The cine hard disk drive was also reformatted and the x-ray tube was re-calibrated as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The reportable malfunction documented on the previous MDR submission was reported incorrectly. The actual issue was an inability to save and recall patient cine image data. A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall cine image data. No patient serious injury or death was reported related to this event.